Event description:
The pt reportedly experienced sound quality issues followed by a loss of lock between the external equipment and implant. No info is available at this point. Advanced bionics is currently in the process of gathering add'l info. When new info will be rec'd a follow up report will be sent.